Event description:
It was reported that the port was implanted in 2003. In 2003, when "controlling the blood flow before chemotherapy", the nurse experienced aspiration difficulty. An x-ray was taken and it showed that the catheter had detacted from the port, with a portion in the right ventricle. The catheter was withdrawn via the femoral artery and the port was explanted and replaced. There were no reported patient complications.